Event description:
It was reported on 10/01/2021 by a facility representative via sems that an ar-6480 outflow is not registering. This was discovered during a case with no patient harm.

Manufacturer narrative:
The complaint is not confirmed. The unit detected the outflow throughout the evaluation. The unit passed all other tests.